Event description:
On october 11, 1994, a 78 year old female patient, had a 5g double lumen PICC line placed in the radiology department. On 10/14 while turning the patient, the PICC line connector piece broke off of the implanted catheter. The patient was taken to special procedures for replacement of another line due to difficulty with suitable access sites.